Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient indicated it hurt and he did not like the device. The physician indicated the patient had an infection that was thought to contribute to the symptoms. A new tactra penile prosthesis was implanted. No further patient complications were reported.